Event description:
The called reported that a pt was intubated in 2008 and two days later, developed a cuff leak in a 8.0 hilo evac endotracheal tube. The ventilator alarmed continuously. A large leak was noted around the cuff by the therapist and nurse and attempts to inflate the cuff failed. The doctor on duty elected to extubate the pt. The pt was a do not resuscitate (dnr) and at the request of the family, he was not re-intubated. The pt expired several minutes later.

Manufacturer narrative:
Return of the hilo endotracheal tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted. On 6/4/08 a copy of uf/importer report was received which provided date of event and described the same event or problem. A copy of report is attached to this 2 page report 2936999-2008-00279.